Event description:
Medtronic received information that 7 days post implant of this 20mm pulmonary valved conduit implanted in a then 5 year old pediatric patient, it was reported that the patient had endocarditis. It was reported that the patient had a fever and inflammation. An ech ocardiogram (echo) discovered an echogenic structure on the conduit valve suspicious for endocarditis. The patient was admitted to the hospital and antibiotics were prescribed. It was reported that the karius test and blood cultures performed were both negative for any pathogens. It was also stated that the conduit device was prepped for implantation according to the device instructions for use (IFU). No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.